Event description:
During the index procedure the patient had two resolute integrity drug-eluting stents implanted in the lad. It is reported that the patient suffered a stent thrombosis event post stent implantation. The investigator has indicated that the event was probably related to the study devices.

Manufacturer narrative:
Evaluation: results inherent risk of procedure (stent thrombosis). Evaluation, conclusions: inherent risk of procedure - (stent thrombosis). (B)(4).